Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via (B)(6) that customer had high blood glucose of 450 mg/dl. Customer did his own troubleshooting and states that cannula was not bent, there were no leaks, insulin amount was appropriate and insulin was not cloudy. Customer treated high blood glucose with manual injection. Customer declined transfer to helpline and would call if issue persists.